Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the hose on the motor device had a hole/cut. It was noted that the hose was damaged several times and the clutch was broken. It was further determined that the device failed pretest for handpiece temperature assessment, air pump assessment, rotational speed assessment, cutter lock assessment, safety assessment, and loctite and cable assessments. It was noted in the service order that before use it was observed that the device was displaying an e2 error code. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.